Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The display wasn't ramping on its own during testing. The device had minor scratches on the lcd window corners, and batter tube threads.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that when she attempted to enter carbs, numbers began to ramp. Customer changed batteries and then received a button error alarm and was not able to clear. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.